Event description:
Broken wire clamp found during decontamination. No report of patient injury related to this device malfunction.

Manufacturer narrative:
The complaint of a break white compression clamp is confirmed. Gross and microscopic examinations of the catheter show a complete break in one of the locking arms of the white compression clamp. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complaint.